Manufacturer narrative:
Device not returned for evaluation.

Event description:
Information provided states that during a si joint fusion procedure the surgeon implanted a screw and noticed that it was positioned incorrectly. The surgeon attempted to remove the screw however the screw would not back out resulting in a delay in the case. The screw was left in the patient.